Event description:
Customer reported the system needed a fluoro functions board replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, determined the ffb did not need to be replaced, and replaced a worn out high voltage cable. System operates as intended.